Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. It could not be determined if the damage effected the delivery of insulin. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod and gave correction bolus.